Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in (B)(6) 2011 using a transverse scrotal approach. At some point during the ongoing use period, the aus stopped working; therefore, the patient experienced recurring incontinence. A cystoscopy was performed and it was determined that a replacement was required. All components were removed and a new aus was implanted. The patient is expected to fully recover.